Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The exact implant date is unknown; however, it was implanted in 2008.

Event description:
During a pacemaker replacement procedure, the set screw would not allow the right ventricular (rv) lead to disconnect from the device header. The lead had to be cut and replaced. Further information was requested but not received.

Manufacturer narrative:
The device was returned for analysis. Visual inspection found calcified blood that filled the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood was removed from the setscrew inset and a wrench could be fully inserted and engaged the setscrew inset to untighten the setscrew. The blood most likely came through a hole punched through the septum by the torque wrench during the procedure. The reported complaint of failure to disconnect the lead was confirmed.